Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report a sensor would not penetrate the skin. Blood glucose reading at the time was 70 mg/dl. Customer mentioned that there was hospitalization for high blood glucose about a week ago. Customer had noticed that her blood glucose was high 2 hours after inserting her sensor. Four hours later, her blood glucose reading was 535 mg/dl. Customer went to the emergency room. The customer stated that the insulin pump showed 37.7 units left and when she removed the reservoir, there was no insulin left. Transferred the customer for troubleshooting on the insulin pump. Advised the sensor and sen-serter will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.